Event description:
It was reported that after the iab was inserted, the pt was repositioned and then blood was noted in the helium tubing. As a result of this, the iab was removed and a second iab was placed in the left femoral artery. The pt complained of pain and cramping in the right leg (first iab was placed in the right femoral), but it resolved itself in 3 hrs. There were no other complications.